Event description:
The (B)(6) female patient was part of the sapphire study. The patient received two precise stents in the ostium of the right internal carotid artery. A carotid endarterectomy was done prior to the placement of the stents. Two angioguard devices were used for the stenting procedure. During the procedure, the patient coughed the angioguards out of place. The angioguards were retrieved successfully and the procedure was completed without problems. Two days after the procedure, the patient had an mi. The patient had nonreconstructible coronary disease pre-op and the mi was due to physiologic stress. The adjudication minutes received on (B)(6) 2012 agree with the previous diagnosis of a myocardial infarction occurring "though the timing is unclear" and that the event was product and device related. This information does not change the previous determination. The current code of mi will remain as a reportable complaint. Additional information notes that a carotid artery dissection occurred during attempts to advance the angioguard through the carotid artery requiring placement of 2 stents. As such, arterial dissection will be added to the file as a reportable event.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The complaint conclusion has been updated to reflect receipt of the adjudication minutes. Additional information from the adjudication minutes received (B)(4) 2012, notes that a carotid artery dissection occurred during attempts to advance the angioguard through the carotid artery requiring placement of 2 stents. As such, arterial dissection will be added to the file as a reportable event. The (B)(6) female patient with medical history including hyperlipidemia, abnormal stress test, CABG, coronary artery disease and hypertension was part of the (B)(4) study. After having a carotid endarterectomy the patient received two precise stents in the ostium of the right internal carotid artery. The procedure was completed without mishap. Two days after the procedure, the patient had a myocardial infarction. The patient had non-reconstructible coronary artery disease pre-op and the mi was reported to be due to physiologic stress. (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15208970 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15175104 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. (B)(4). Note: cordis lot #70610504 is lake region lot #01422889. Per lake region report (B)(4) - lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01422889. This packaging lot contained 55 units, which were shipped from lake region medical on (B)(4) 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Myocardial infarction (mi) or acute myocardial infarction (ami), commonly known as a heart attack is the interruption of blood supply to part of the heart, causing some heart cells to die. This is most commonly due to occlusion (blockage) of a coronary artery following the rupture of a vulnerable atherosclerotic plaque, which is an unstable collection of lipids (fatty acids) and white blood cells (especially macrophages) in the wall of an artery. There is no medical evidence to suggest a relationship between carotid artery stent implantation and the reported mi. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation of devices in the carotid artery inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. This does not represent device malfunction. Review of the available information suggests that vessel / lesion characteristics and possibly procedural factors may have contributed to this event.